Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was unknown. The customer stated that the digits on the display were failing and got partial display on the insulin pump. The customer also reported that the lip of reservoir was breaking. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Insulin pump received with cracked reservoir tube lip.